Manufacturer narrative:
Follow-up #1 and final report submitted to correct section and to update sections based on the results of investigation. It was reported that the irrigation clip fell off during the case. The product was unavailable for inspection as the product was not returned. Product history review: not performed as no lot no was provided. Complaint history review: not performed as no lot no was provided. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be re-opened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned.

Event description:
During burring, irrigation clip fell off, gray clip detached fell to floor. Doctor held irrigation clip in place to complete pka case.

Manufacturer narrative:
Supplementa follow up #2 was initiated to update section (510k number).

Event description:
During burring, irrigation clip fell off, gray clip detached fell to floor. Doctor held irrigation clip in place to complete pka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During burring, irrigation clip fell off, gray clip detached fell to floor. Doctor held irrigation clip in place to complete pka case.